Event description:
Iabp intermittently would stop pumping/filling the balloon in its own and would have no augmentation. On the pump status area of the console we would have to press the green on button for the balloon to inflate.